Event description:
It was noted that the hub of the device was cracked during prep causing an inability to obtain negative pressure due to a leak. The procedure being performed was placement of a single vessel stent. The target lesion is unknown. There was no mishandling of the product during prep. It was noted that the hub was cracked before use. The stent was not used in the patient and another stent was placed to treat the lesion. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.